Manufacturer narrative:
(Secondary intervention: thrombus aspiration, poba) - eval results - stent thrombosis.

Event description:
A 3.5 mm diameter x 18 mm length endeavor rx drug-eluting stent was deployed in the rca of a pt with unstable angina pectoris. During procedure, another endeavor rx stent was deployed to target lesion (MFR report# 2953200-2010-00052). Good blood flow was confirmed after deployment; however, it was reported that one day post procedure, the pt presented chest pain. Stent thrombosis was confirmed. Treatment was given and on the following day, thrombus aspiration and poba were performed. The pt is reported to be fine and no other sequelae were reported.